Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the right coronary (rca) artery. The lesion was predilated with a 2.5 x 15 apex balloon catheter, a 3.00x24mm promus element plus stent was selected and advanced to the rca and would not cross the lesion. The physician removed the device and upon inspection it was noted that the stent was not on the balloon and came off from the delivery system. Fluoroscopy was performed to see to it that the stent was in the unspecified concomitant device. The stent was retrieved. Additional predilation was performed using a 3.0 x 15 apex balloon catheter. The procedure was completed with another 3.00x24mm promus element plus stent. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).